Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited loss of capture, decreased p-wave measurements, undersensing and elevated threshold measurements. The physician suspects micro dislodgement. A boston scientific technical services consultant recommended device interrogation and x-ray. No adverse patient effects were reported.